Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported a revision surgery will be performed to remove and replace the right tmj devices.

Manufacturer narrative:
Update: h6: it has been confirmed, through a CT scan provided by the surgeon. That the reported, event indeed occurred. As evidenced by the removal of the right side tmj devices. To address the patient's condition, the surgeon has initiated steps by submitting a new unilateral revision implant. The device removal occurred on (B)(6)2024. During the procedure, attempts to obtain a sample for culture were unsuccessful, preventing identification of the involved microorganism. The surgeon noted, that the patient had received botox injections shortly before the infection occurred. Suggesting, a possible contributing factor to the event. In conclusion, the device was shipped sterile. And no abnormalities have been reported, since its shipment. The surgeon reported, the botox injection as the main contributing factor for this event. Based on this information, as well as, the review of the correctly performed sterilization cycle, this event is considered not to be related to the implant. Based on the investigation, there is no indication of an incorrectly working product or any design, material or manufacturing-related issue related to the tmj devices.

Event description:
It was reported, a revision surgery will be performed to remove and replace the right tmj devices.